Event description:
New information received indicated that the lead was explanted during device change for eri. There were no complications.

Event description:
New information received states that patient received inappropriate therapy. The patient was put on medication and will be followed up. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 49.6cm was returned for analysis. External insulation abrasion was noted at 12.2-12.7cm, 35.8-36.9cm, and 38.9-39.5cm from the distal tip, consistent with lead friction to another device or feature of the heart, and at 48.3-48.4cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 7.4-10.3cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 47.8-48.3cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location. Internal insulation abrasion under the rv shock coil was noted at 5.0-5.2cm, 5.4-5.5cm, and 6.2-6.4cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 23.2-23.3cm, 24.6-24.7cm, and 24.8-24.9cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
A partial lead with the distal tip measuring 49.6cm was returned for analysis. External insulation abrasion was noted at 12.2-12.7cm, 35.8-36.9cm, and 38.9-39.5cm from the distal tip, consistent with lead friction to another device or feature of the heart, and at 48.3-48.4cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 7.4-10.3cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 47.8-48.3cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location. Internal insulation abrasion under the rv shock coil was noted at 5.0-5.2cm, 5.4-5.5cm, and 6.2-6.4cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 23.2-23.3cm, 24.6-24.7cm, and 24.8-24.9cm from the distal tip. The etfe coating was intact at these locations. An additional lead segment with the connector pin measuring 9.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
During follow-up, externalized conductors proximal to the rv coil were observed via fluoroscopy. No electrical anomalies were detected. Lead remains implanted.